Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2019, explanted: (B)(6) 2025, product type: catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 14-jun-2021, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving compounded baclofen (750 mcg/ml at 408 mcg/day) and bupivacaine (30 mg/ml at 16 mg/day) via an implanted pump. The patient¿s medical history included central pain syndrome, chronic back pain, epilepsy, fibromyalgia, paraparesis, obesity, and spasticity. The indication for pump use was spinal pain. It was reported that the patient was seen by the nurse practitioner in the clinic on (B)(6) 2025. At that visit, the patient reported that at a recent home refill visit with their home health nurse, there was a volume discrepancy (exact amount of the volume discrepancy unknown). Due to the information reported by the patient, the nurse practitioner performed a catheter access study and was unable to aspirate any csf (cerebrospinal fluid), thus confirming an obstruction in the intrathecal catheter. The patient was subsequently scheduled for a catheter revision surgery with prophylactic pump replacement due to eri (elective replacement indicator). The environmental, external, or patient factor that may have led or contributed to the issue was noted to be ¿compounded drug, including high concentration of intrathecal bupivacaine 30 mg/ml.¿ on (B)(6) 2025, the patient was taken to surgery. Prior to the start of the surgery, fluoroscopic imaging was completed and demonstrated the intrathecal catheter tip at t10. For the pro cedure, the patient was placed in a lateral position. The physician began by opening up the existing pump pocket and dissecting down to the existing pump and proximal pump segment of the catheter. Once the catheter was freed from the subcutaneous tissue, the physician again attempted to aspirate from the catheter access port but still had no return of csf. The physician then spliced the catheter by cutting the proximal segment distal to the collet connector. Once the proximal segment was removed, there was still no csf freely dripping from the catheter, so the physician used a tb (tuberculin) syringe, and 25-gauge needle to aspirate directly from the spinal segment with positive return of ample csf. The physician aspirated approximately 2 ml of csf. He then used pfns (preservative free normal saline) to flush the spinal segment. After doing so, there was freely dripping csf from the spinal segment. The physician was then given and used a new proximal segment of catheter and attached it to the existing spinal segment after trimming approximately 2 cm from the spinal segment. The new pump was attached to the revised catheter and a final catheter aspiration was done with positive return of csf before and after putting the pump back within the existing pump pocket. The incisions were then irrigated and closed. It was noted that the exact cause of the catheter obstruction was not determined, but it was believed to be related to the highly concentrated bupivacaine. The intrathecal dosing of the new pump was reduced by approximately 25% in order to prevent any symptoms of overdose/toxicity when reinitiating the infusion as the physician was concerned that the patient may not have been getting their full dose, given the volume discrepancy and catheter obstruction. The compounded baclofen dose was decreased to 308 mcg/day and the bupivacaine dose to 12.33 mg/day. There were no changes to the drug concentrations. The issue was noted to be resolved, and it was indicated that the hcp had no further information to provide regarding the event.